Event description:
It was reported that during use, discovered by customer, the cardiosave intra-aortic balloon pump (iabp) unit had a power up test failure code 14. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing scroll compressor and temperature probe. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing department received _a scroll compressor and with a reported unit failure of power-up fails error code # 14.the fat department performed a visual inspection of the parts received and found that all the parts are in good condition. The fat department installed part in the cardiosave test fixture and tested to factory specifications and cardiosave service manual.the failure analysis and testing department could not verify the power up failure experienced by the customer. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. However, the compressor was rattling. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Retaining the parts: the scroll compressor and temperature sensor in the fat dept. Per procedure 0002-07-008 rev ar.